Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45c, lead, implanted: (B)(6) 2008. (B)(4). Evaluation summary: analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance.

Event description:
The device was replaced due to eri (elective replacement indicator). The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.